Event description:
It was reported that the arctic sun device was not filling and had no suction. Per follow up information received via email on 27dec2022, no patient involvement reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the unit did not fill and flow issues were confirmed. Circulation pump was serviced during pm process. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.